Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment imdrf impact code f2301 captures the reportable event of additional device required. Block h11: an axios stent was received for analysis. The handle was not returned. Only the stent was returned. A visual examination of the returned device found the stent fully expanded and deployed. No other problems were noted with the stent. The product analysis could not confirm the reported event of stent premature deployment, as only the stent was returned, and the handle was not provided. The analysis found that the stent was fully expanded and deployed. Additionally, the reported event of additional device required cannot be confirmed because happened during the procedure and there are not an objective evidence or descriptive conditions to establish the cause of the reported event. Considering all available information, the investigation concluded that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted during a procedure performed on (B)(6) 2025. During procedure, the stent was difficult to release even after pulling the thread to begin release. When the stent was retracted during delivery removal, it was partially retracted. Eventually, the stent suddenly released making it difficult to place it in the intended location. The procedure was completed using a proximal release version of the same device. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted during a procedure performed on (B)(6) 2025. During procedure, the stent was difficult to release even after pulling the thread to begin release. When the stent was retracted during delivery removal, it was partially retracted. Eventually, the stent suddenly released making it difficult to place it in the intended location. The procedure was completed using a proximal release version of the same device. There were no patient complications reported as a result of the event.